Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the right side of the screen was blacked out after the device was dropped. Customer's blood glucose was 46 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and minor scratches on the display window noted.